Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon had made the formal cuts and removed the 4 in 1 cutting block and 1 of the pegs remained in the pt's bone. The peg was removed with pliers."